Event description:
It was reported that while priming the handpiece the kevlar lining snapped. After the event the physician decided to complete the surgery with manual debridement. No further consequences were reported.